Event description:
The customer reported that the surgeon couldn't pull the cutting trigger, so the surgeon couldn't cut the tissue. Upon receipt for investigation the clear insulation damaged, and the device failed hi-pot testing.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation was damaged. The customer reported that the surgeon couldn't pull the cutting trigger, so the surgeon couldn't cut the tissue. The reported condition was confirmed. The knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Upon receipt for investigation it was noted that the clear insulation was damaged and the sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.